Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient had a zapping sensation at the implantable neurostimulator (ins) pocket site, which began a few weeks prior to report. It was also stated impedances were ¿going up as well¿ and unipolar and bipolar pairs had high impedances. It was noted there was a ¿tapping sensation¿ near the connector site behind her ear. Reportedly, the ins pocket felt puffy and tender, but the palpitations did not elicit the zapping sensation. The puffiness was also described as edema. It was also noted the patient felt she could walk better and the tremor, zapping, and tapping sensations had reduced. It was later reported the night of (B)(6) 2013 the shocking was ¿really bad.¿ it was stated the stimulation was on the day of report, however it reportedly had been off for two days prior. It was also stated the impedances previously reported to have been ¿going up¿ had resolved themselves. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va04g0l, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va072e3, implanted: (B)(6) 2013, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported x-rays were done and nothing was seen. The "zapping" sensation occurred randomly. The patient did not have any falls or trauma. It was also noted on (B)(6) 2013 the patient was seen after implant and headache and "a little bit of chest pain, medial to the ins" was mentioned. There was no drainage or edema of the wound noted at that time. The patient was having discomfort as well. The "tapping sensation". Was reported on (B)(6) 2013. It was later reported the night of (B)(6) 2013 when the patient was feeling shocking the device was off and it was "really uncomfortable and painful." It was unknown whether the shocking goes away at the pocket when the device was off. It was noted the impedances had gone down, "at one point they were in the 4,000 and had gone up a little bit, but today they're down and they don't show high. They're showing nothing out of range."